Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported missing distal segment was confirmed on the returned device. The distal shaft was separated 24.5 cm distal to the guide wire exit notch. The material was jagged at the separation indicating tensile overload. The distal portion of the catheter was not returned. The distal end of the shaft was stretched and wavy for a length of 11.5 cm indicating that it was stretched (pulled). Though difficulty removing the protective sheath was not reported by the site, based on the devices visual and function analysis, it appears there may have been resistance with the protective sheath during removal, which may have led to the separation of the balloon (which was not returned). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath and subsequent balloon separation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during unpacking of the 3.0x12 mm trek balloon catheter, it was observed that there was no balloon on the catheter. There was no protective sheath on the tip of the catheter and the tip appears to be melted and stretched to a very fine needle. The device was not used on the patient. Another trek balloon was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided. Returned device analysis revealed the device had a shaft separation.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.